Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and no delivery tests. The insulin pump was received unable to prime during prime test due to faulty force sensor. Motor passed motor test. The insulin pump had a cracked case at display window corner, reservoir tube and torn keypad overlay. Drive support disk was inspected and no anomaly was noted.

Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 214 mg/dl. Customer stated that the drive support cap is protruded. The blood glucose reading at the time of the event was over 900 mg/dl. Customer stated he may have had a heart attack. Nothing further reported.